Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarms a constant tone. The patient's blood glucose level was 325 mg/dl. The customer changed the batteries on the device but the issue was not resolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.